Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being infected. The surgeon cleaned out the shoulder and put the same two implants back in.